Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds resulting loss of capture. The lead was explanted and replaced with a competitor's lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Radiological inspections found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.